Manufacturer narrative:
This submission is only for the history of embolic strokes with an unknown date of occurrence. The patient's experience of hemorrhagic stroke and subsequent death is reported under MFR report #2916596-2018-02559. The previous statement that this was a duplicate report was reported incorrectly.

Manufacturer narrative:
The referenced history of embolic strokes is being investigation to determine if it meets the criteria for medwatch reporting. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on an unknown date. It was reported that the patient was brought to intermediate medical center with a hemorrhagic stroke. The patient was initially implanted at (B)(6). It was reported that the patient has a history of embolic strokes with an unknown date of occurrence. They presented with right sided weakness and a computed tomography (CT) scan was taken. This showed a focal hemorrhage involving the left frontal parietal lobe. The probable volume equaled 234 ml. There was a midline shift toward the right measuring 1.3 cm. This is associated with complete effacement of the occipital horn, moderate effacement of the left frontal and body of the left lateral ventricle. The patient anti-coagulation was reversed. The manufacturer¿s technical service representative reviewed supplied log files and observed no unusual events. The lvad device was operating as expected. Additional information was requested but not provided.

Manufacturer narrative:
This submission is a duplicate of the event reported by the manufacturer under MFR. Medwatch # 2916596-2018-02559. Approximate age of device - 2 years, 7 months. Reportable event type updated. Manufacturer's investigation conclusion: a direct relationship between the device and the reported hemorrhagic stroke could not be conclusively determined through this evaluation. The instructions for use lists stroke as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. The patient care and management section provides information on anticoagulation, including recommended inr values. No further information is available. The manufacturer is closing the file on this event.

Event description:
Further information received from the lvad implanting center: it was reported that the patient had been traveling across the country and experienced a large hemorrhagic stroke. The patient was taken to a local hospital and the family traveled to the center where care was withdrawn. The patient expired on (B)(6) 2018. The lvad was not explanted.